Event description:
Sorin group received a report that the wye connector of the arterial filter line in the customer perfusion pack was found to be broken during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group received a report that the wye connector of the arterial filter line in the custom perfusion pack was found to be broken during set up. There was no patient involvement. The involved connector was returned to sorin group for evaluation. Inspection of the returned connector confirmed that one leg was broken off. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.